Event description:
Smiths medical international ltd., has been notified of an event of where the user alleges air leakage through the cuff after in use for a few days. The tube was replaced. The patient breathes spontaneously. No adverse outcome.